Event description:
It was reported that two years after break in right lead (see 705038069) the same thing happened to the patient's left lead. The patient's left lead broke, which resulted in the left lead and the "thing to the brain" being replaced. The caller stated that this was a horrific experience for the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial# unknown, product type: lead, product ID: neu_unknown_ext, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown. Product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.